Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): phlebotomist was taking a blood sample from a patient for warfarin monitoring when the needle snapped at the junction with the plastic adaptor, leaving the needle in the patient. The phlebotomist was able to remove the needle completely and ensure that the patient was safe following the event. No injury to patient, phlebotomist apologized to patient for any distress caused. No further attempt was made to take a blood sample; patient re-booked for another day.

Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). The device is currently shipping from (B)(6) to b. Braun (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.